Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of over 600mg/dl, with polydipsia, polyuria, and small ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery totals in the total daily dose did not match the active basal program. The basal history matched the active basal program settings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 18-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 15-jun-2018 with the following findings: a review of the basal total daily dose history for appeared to be inaccurate due to unexplained power on reset events. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate and at the end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No alarms, power on resets, or delivery interruptions occurred during testing. The allegation of the basal total daily dose recording defect was unable to be duplicated during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.